Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, lot# va0bzva006, product type lead, product ID 977a260, lot# va0bzva024, product type lead. (B)(4).

Event description:
It was reported that the patient¿s programmer only had group b and a check mark and nothing else on the screen. It was noted that the patient¿s manufacturing representatives would set her at 1.7v or 1.9v and the next time she turned it on, it would go to 2.5 or 2.3v. It was noted that ¿it was not keeping the settings they set her at.¿ it was further noted that they were going through this for 2 hours and it ¿didn¿t hold the new settings.¿ it was noted that the manufacturing representatives hoped ¿it was just the machine and not the implantable neurostimulator (ins).¿ it was noted that it was not holding any positions that they had tried to set. It was noted that while trying to troubleshoot the upright position, the patient first synched with the units and the patient only saw b with the box and check mark. It was noted that ¿3 and 1 says 3 and 2 says 2.95.¿ it was noted that there was nothing in the top right corner. It was further noted that the patient had gone through this for a month and there was nothing in the corner in the top left. It was noted that this issue began 4 weeks after the device was implanted. It was noted the patient had met with 3 manufacturer representatives and the problem was never solved.